Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited noisy image, corrosion on distal end and foreign objects in light guide connector and c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on micro connector in control unit, a noise image occurred. However, the most probable cause for corrosion on distal end and foreign objects in light guide connector and c-cover could not be established. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.